Manufacturer narrative:
Analysis found that the returned blade had separated and broke off at the tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.   If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) via manufacturer representative reported that during functional endoscopic sinus surgery, a blade kept getting clogged and was cleared multiple times with a stylet. The surgeon removed tip and inserted stylet from hind end to clear blade. The blade was replaced on the handpiece and used in the right nasal cavity. Blade stopped working and upon removal it was noticed that the tip was missing and a spring was showing. The surgeon used a 30 degree scope to locate the blade tip cover in the cavity. An x-ray confirmed absence of any foreign bodies. There was a delay in the surgical procedure of less than 1 hour.